Event description:
It was learned that an edwards mitral bioprosthetic valve was explanted due to stenosis and insufficiency, after an implant duration of approximately twelve (12) years. The explanted device was replaced by another edwards mitral bioprosthetic valve.

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received, minimal to moderate calcification was observed in the cusp areas of all 3 leaflets. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was minimal at the stent inflow and moderate at the stent outflow. Thrombi was observed on leaflets 1 and 2. Additional manufacturer narrative: device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis and regurgitation leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.